Event description:
It was reported that a lead reposition was performed due to a lead dislodgment that was observed on a chest x-ray (cxr). During the reposition the physician decided to use a new lead. There were no issues with the lead. The lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The lead was returned for analysis due to dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The entire lead was examined, and no anomaly was found.